Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead trends appear normal and stable.

Event description:
It was reported that the patient had diaphragmatic stimulation. The voltage was programmed down so the stimulation went away and they still have a good safety margin. It was further reported that the lead impedance had a high measurement but at the check today the value was fine. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had diaphragmatic stimulation. The voltage was programmed down so the stimulation went away and they still have a good safety margin. It was further reported that the lead impedance had a high measurement but at the check today the value was fine. It was later reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.